Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the gut handle on a laparoscopic bariatric video, the handle can not be squeezed and when it was force a little to see if it stapled the device made a noise and did not work anymore which locks the load. The component of the reload also broke. To resolve the issue, another stapler was used. There was no patient injury.